Event description:
During the 4 month follow-up, the x-ray indicated the c module had migrated about 3.5mm. The doctor has determined that no corrective action is required for the patient, since the patient has not reported any pain.

Manufacturer narrative:
The event was initially determined to be not reportable. During a recent FDA inspection, it was observed that the event should have been reported. That is the reason this report is being submitted now, instead of within 30 days of the initial report.